Event description:
It was reported that during a gastric sleeve procedure, the device was fired for first time using a black reload. After removal of device from tissue, it was noted that the staple line appeared choppy and rough. There was a slight amount of bleeding noted. Surgeon stapled the same area again using same device with new reload (not black reload) and also oversewed staple line area that was stapled with black reload. The case was completed with the same device. No blood products were given and there were no patient consequences reported.

Manufacturer narrative:
(B)(4). The analysis found that one pse60a device was returned in good visual condition and with one ecr60t cartridge reload present. The cartridge reload was received fully fired. In addition the returned reload was disassembled to verify the condition of the internal components and no anomalies were noted. The manual override door was out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. The instrument was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event could not be confirmed as no malformed staples were noted during functional testing. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.